Manufacturer narrative:
No product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be a faulty downstream occlusion sensor. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (19-feb-2019) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable, pump won't run alarm. Also, air was noted. The patient was not affected. The reservoir volume was 6, rate was 2.1, given was 93.67. There was no patient injury.